Event description:
Home care patient had a pancreatic pump infusion of morphine which was hung and programmed at 1500 hours to last 72 hours. Entire dose (1000 mgm) infused over 8-10 hour period. Home care nurse notified by family that patient was "lethargic, pump was alarming and IV bag was dry". Nurse responded to patient's home, contacted physician and administered narcan IV push per physician order. Patient was stabalized at home. Pump was checked by nurse and found to be properly loaded and programmed. Pump was delivered to manufacturer for examination on 3/23/93.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.